Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The access port kit -wound retractor was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The access port was found with a broken grip, which had fractured inside the ring slot. No pieces were missing as a result of the break. The complaint was confirmed by failure analysis. The probable root cause is attributed to user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the access port kit wound retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, an issue occurred while the customer was removing a specimen placed in an endo pouch. The process of separating and reattaching the sp access port with wound retractor and its lid led to the gray plastic component becoming detached, which rendered the wound retractor unusable. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site used a new port to continue the procedure and confirmed that there were no fragments falling from the device while it was used within a patient.